Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation could not reproduced the reported symptom of "system error 22" or find evidence in history log. Review of history log shows 13 occurrences of system error 322. Unit was tested for 24 hours during evaluation with no occurrence of ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded stated and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.

Event description:
It was reported that a pump displayed "system error 22." It was discovered in evaluation that the pump displayed system error 322. It was also reported that there was no patient involvement.